Event description:
It was reported that shaft break occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was selected for use. However, it was noticed that the balloon was already broken in the package inside the plastic wrap. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was good.

Event description:
It was reported that shaft break occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was selected for use. However, it was noticed that the balloon was already broken in the package inside the plastic wrap. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. Device was returned in carton in carrier tube. The balloon was loosely folded and "wavy" for the length of the balloon. Inspection of the balloon revealed that it was unfolded/deformed and the inner shaft within the balloon was curved with a "wavy" appearance. Inspection of the remainder of the device presented no other damage or irregularities.